Manufacturer narrative:
An event of endocarditis and thrombus was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2020, during follow-up appointment structural valve deterioration was noted and antibiotics were prescribed due to an urinary infection. On (B)(6) 2020, the patient was admitted to the hospital due fever and dyspnea. During the hospital stay, endocarditis, aortic valve thrombus was noted. On (B)(6) 2020, a valve in valve was performed and a 23mm edwards sabien 3 was implanted. Patient was reported to be in stable condition.